Event description:
It was reported that the pump battery couldn¿t be charged. It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.